Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following the ablation procedure, a pericardial effusion was noted. No performance issues were detected during the procedure in regards to the catheter. That patient was noted to be stable. Further information in regards to the event is unavailable.